Event description:
It was reported that an ilet user experienced severe hyperglycemia after being off the system for two days due to lack of continuous glucose monitor (cgm) sensors, then reconnecting without after consuming a meal. The user observed a blood glucose rise from 438 mg/dl to a confirmed 547 mg/dl before trending down after insulin delivery was resumed following tubing priming with visible drops. Symptoms included hyperglycemia. Outcomes included no hospitalization, medical intervention, or long-term impact, and glucose levels decreased during the interaction. Investigation included remote troubleshooting, infusion set and tubing assessment via user-performed texted imagery, and confirmation that insulin delivery resumed. Investigation of this case revealed no device malfunction; the event was consistent with user-related factors including time off automated insulin delivery and an unannounced meal while hyperglycemic. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and meal announcement rather than a device failure.